Manufacturer narrative:
Regulatory report # 3004209178-2017-18592 references the same event described in this report. It is unknown which implantable neurostimulator (ins) the moved lead was connected to. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient lost their programming mechanism so they called the manufacturer to request a replacement. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and chronic low back pain. It was reported that the patient¿s percutaneous lead had moved. The patient stated that they knew it moved because they picked up something that weighed 80 pounds. They also reported that they were not getting optimum relief. The caller was redirected to follow-up with their healthcare professional. No further complications were reported. Follow-up was conducted.